Event description:
On (B)(4) 2014, medcom has learnt about a software defect related to verisuite 1.8 version b600.4. The defect causes malfunctioning of the software when a slice of the planning CT is missing or duplicated. Verisuite will display a message in case of omitted or duplicate slices (a duplicate slice will be omitted). However, when the user continues patient position verification based on CT datasets with duplicate or missing slices, the software defect may lead to a shift of the isocenter position and thus to a wrong correction vector and incorrect patient positioning.

Manufacturer narrative:
All affected sites have been contacted on (B)(4) 2014 via a field safety notice (see attached). The field safety notice recommends the user not to continue treatment if verisuite informs about missing slices via an onscreen message, i.e. If the CT dataset was not completely transferred to verisuite. The user shall restart verisuite and reload the complete dataset in case of missing slices. The affected sites are: (B)(4). The sites were also informed in the field safety notice to upgrade as soon as possible to the newest verisuite version 1.8 b641.3/.4, which is available and includes a bug fix for the reported problem.